Event description:
It was reported that while the customer was playing sports the pump fell out of the case, and the touchscreen is no longer responsive. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.